Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise as ventricular tachycardia which inhibited pacing in the patient leading to asystole for four seconds. The patient was asymptomatic to this and system testing was able to recreate the noise. The pacemaker was reprogrammed and remains implanted and in service. No adverse patient effects were reported.